Event description:
Information was received from the (B)(6) year old male patient receiving intrathecal morphine 10mg/ml at 1.55mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that on (B)(6) 2016, they were unable to locate the refill port and fill his pump. The pump was going to be empty soon, and the patient wanted to know what could be the consequences of no medication in the pump. The pump would be filled in about 3 weeks. No symptoms were reported. Redirected the patient to the health care provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.